Event description:
A malfunction code was reported by the customer, identified as "malf 9." There was no adverse impact on the customer's blood glucose level. Tandem technical support planned to provide pump reset information and assist the customer with resetting the pump during a follow-up call.